Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that another technician had resolved the issue by shutting down the device, then tested the drawer and pockets in the application and confirmed the functionality. No further investigation was required. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets was not detected error was encountered when attempting to fix the issue; the drawer also failed and had to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.